Event description:
It was reported through a new journal article that a patient underwent a laparoscopic total abdominal hysterectomy involving uterine morcellation in (B)(6) 2013. It was determined post procedure that the patient had early uterine leiomyosarcoma. She developed iatrogenic stage IV cancer. The investigation of this event is ongoing. At this time it is not confirmed that the actual device involved in this event is an ethicon morcellator.

Manufacturer narrative:
(B)(4). Conclusion: the device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.

Manufacturer narrative:
Corrected narrative: it was reported that the article indicates the possibility that the device allegedly used during the procedure on this patient may not have been an ethicon device.